Event description:
It was reported that during evaluation at the manufacturer the pin collet had metal shavings in and around the collet component. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Event description:
It was reported that during evaluation at the manufacturer the pin collet had metal shavings in and around the collet component. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
During the investigation metallic fragments were found in and around the collet, which prevented the collet from closing around a pin. The engineer was unable to determine where the fragments/debris came from, as there was no evidence noted that the debris came from the attachment itself due to no signs of damage or excessive wear on any of the components found. The engineer concluded that it¿s possible the fragments/debris also prevented a pin from being inserted at one time.

Manufacturer narrative:
(B)(4): investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.